Event description:
It was reported that there was a force sensor error on startup, the chamber was covered with dried formula and there was a small crack on the front corner of top case. No patient injury was reported.

Manufacturer narrative:
The pump was received to perform an investigation. A visual inspection found both tamper seals broken, the lower left front corner chipped, and a crack on the right plunger case. Review of the error log identified force sensor test error in the history. Functional testing was done using the power up process test and checking the test force sensor. Testing found the force sensor test error at power up and inability to calibrate the force sensor. This issue was caused by fluid ingression into the plunger head as a result of user's improper use of the pump. A caution statement contained in the operator's manual under important safety information indicates this pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).